Manufacturer narrative:
The g3 date 5/26/2025 represents the date that investigation was completed for this event. The original customer allegation was first reported in manufacturer report number 9614641-2025-00466 with patient identifier (B)(6), aware date 3/11/2025, submitted on 4/8/2025. However, product serial number and manufacturing site were updated and investigation completed in this report. Therefore, this MFR number represents this event and 9614641-2025-00466 will be submitted as a duplicate event. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe was broken at 15.7 mm from its distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator showed a u504 probe damage error during a laparoscopic hysterectomy, about an hour into the procedure. The user detached and reattached the handpiece of the subject device and unplugged and re-plugged the transducer, and then did a probe check in water. The user continued to use the device and the jaw broke off inside the patient. The surgeon removed the jaw and stopped using the handpiece. There were no reports of patient harm.